Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the suction irrigator instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate the customer reported complaint. Upon visual inspection, there was no button damage observed and did not appear to stick when pressed. Additional information not reported by site was that the instrument was found to have a broken grip tip. The broken piece, measuring approximately 0.328" x 0.484" was missing from the instrument. This failure is most commonly associated with mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the suction irrigator instrument button kept sticking in the on position. No harm occurred to the patient. The procedure was completed with no reported injury.